Event description:
It was reported that during bi-polar shoulder procedure, modular head component would not rotate within the modular polyethylene liner. Alternate component was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is outside of the united states. No medwatch report was received. No user facility information is available.